Event description:
It was reported that the second implant failed to deploy. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. This was related to a second complaint. This complaint stated: it was reported that the second implant failed to deploy. This device was received in reasonable except that t1, t2 and suture were not returned. The delivery needle shows no obvious signs of damage. Functional test confirmed that the device cycled and actuated as expected. No root cause related to the manufacture of the device was confirmed.